Event description:
This customer contacted philips to report a failure to reach energy levels during testing. There was no patient involvement.

Manufacturer narrative:
(B)(4). This customer contacted philips to report a failure to reach energy levels during testing. There was no patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.